Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a 66 year-old male of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have a missing digit on the date section/ digit missing on the hour. The reporter confirmed that there were missing segments in the dose display. This humapen memoir is associated with pc (B)(4) and lot 0906c02. The patient operated the device. It was unknown if the patient was trained. The patient had used this device model for an unspecified amount of time and the reported device for seven days. On (B)(6) 2010 the device was returned.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.